Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad as found 9.33 sw as left ver 9.33. A review of the device history record showed the device had a manufacture date of 03/29/2018 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Unresponsive keys / 1120033. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device will not turn on/off. No patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device will not turn on / off. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device will not turn on / off. No patient involvement.